Manufacturer narrative:
Pattie was not returned for evaluation (discarded); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
2 of 2 reports. Same failure - different patients other mfg report number: 3014334038-2021-00063. A facility reported a functional issue with surgical patties. The surgical patties were used in two surgical cases. When the patties were used in the larynx dry or soaked with adrenaline, the patties reportedly disintegrated, wherein small particle of fibers were scattered in the throat. The surgeon picked off every single fiber one by one. The event led to an increase in surgical time. There were no long-term concerns.